Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field right atrial (ra) oversensing of ventricular sensed events. Intrinsic ra signal was at 2.4 millivolts (mv), far-field amplitude was less than 0.6 mv. Sensitivity was raised from automatic gain control (agc) 0.25 mv to agc 0.6 mv. Additionally, several pacemaker mediated tachycardia (pmt) episodes were recorded when the patient was exercising and reached the maximum tracking rate (mtr) of 130. Physician decided to increase mtr to 135 and will closely observe the patient for any further development. No adverse patient effects were reported. This product remains in service.